Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix of the lead was extrinsically bent, and the distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated damage at implant. Analyst commented, the lead was returned with dried blood on the helix and within the sleevehead. The lead was returned with the helix bent.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure one of the right ventricular (rv) leads was implanted. Difficult to visualize the tip deployment due to heart anatomy. Physician felt lead was secure. Measurements taken and satisfactory except for high, rising thresholds. Re-checked other parameters and the sensing had decreased. Lead was re-positioned three times with unsatisfactory measurements. Removed lead from patient and the tip was not extracting/ retracting. A second lead was taken. However patient became very distressed and the procedure was abandoned. The lead was removed. No patient complications have been reported as a result of this event. The hospital is unsure which lead had the helix issue and which one was removed due to abandoned procedure. The healthcare facility unsure which lead encountered the performance issue(s) as identical leads were used and serial number was not noted at the time.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.